Event description:
While using a byte night aligners, patient reported that they still have a gap on the top, and they had to have two crowns on the bottom due to teeth being broken. Now the aligners do not fit.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.